Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. After receiving comprehensive pump reset instructions from technical support and following the reset procedure, the caller successfully started their sensor session without encountering the error again.